Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels throughout the day. Reportedly, the customer woke up with a bg level of 397 mg/dl and noticed insulin leaking from the base of the cartridge. The contact changed out the supplies and infusion set site, then bg level increased to 500 mg/dl. The customer reported that the new cartridge leaked and changed the supplies again. The customer's health care provider recommended for the customer to administer a manual injection. Reportedly, the customer's bg level decreased to target range.